Event description:
It was reported that the lead was dislodged. The lead was explanted and replaced when repositioning was unsuccessful. There were no patient complications.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.